Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2007, during stenting of the proximal circumflex (cx), a dissection occurred during implantation of the xience v stent. Integrilin was administered and an additional stent was implanted as treatment. The dissection was resolved successfully. There is no additional info available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - in this case, there was no reported product deficiency. The reported dissection is listed in the xience v instructions for use (IFU), as known adverse events associated with coronary stenting. Additionally, dissection and additional non-surgical treatment are listed in the xience v risk assessment (ram) as no fault procedure complications. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling.